Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the controller screen is black and unresponsive when plugged into the ac power supply. Patient stated they were in belize for 3 weeks and the sargassum was bad. During the call, patient was able to remove the battery pack from the controller and confirmed the battery was split open. Patient plugged the controller into the power cord to the outlet and reported the screen did not turn on. Patient confirmed the green light was on the ac power supply. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the battery, controller, and power supply cord.pt called back and confirmed receipt of the controller, battery pack, and ac power supply. Pt transferred the battery pack to the controller and reported the error message "software problem: 1_intellis, 2_3.6, 3_245, 4_ensinterface.sm.c." Agent instructed pt to connect the empty controller to the ac power supply, and pt confirmed that the controller powered on. Pt reinserted the battery pack (bp) and reached the pairing screen. Agent assisted pt with pairing the controller to the ins, after which the message "battery low. Recharge the controller soon" appeared. Agent instructed pt to charge the controller and then charge the ins. Patient called back saying they charged the implant last night, but when they unplugged the recharger and tried to access settings, they got no device found. Patient said they tried resetting controller and mentioned they can't control their stimulation. Patient said they need to get the stimulation shut down in their legs a little bit because it was really high and they could hardly walk. Patient tried to unlock without recharger and reported no device found. Patient plugged in recharger and was able to connect (controller 70%, implant 100%). Patient did not have any upcoming doctor/rep appointments. Agent sent replacement controller request to repair.